Event description:
Patient reports that she was trying to switch her pump and noticed that the push rod is not coming up all the way. The pump keeps reporting that "there is no drug left when there is." Patient's other pump is working fine. Requested new pump. Delivery address confirmed and will send back old pump. No other information available. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: no. Did we replace device: yes. Reported to (B)(4) by: patient/caregiver. Dose or amount: 31.2nkm, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.